Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately twelve days later, the patient experienced generalized abdominal pain, hematuria, and low hemoglobin. On the same day, a computed tomography (CT) revealed that an inferior vena cava filter was present. Approximately five days later, the patient was diagnosed with recent bilateral pulmonary embolism status post inferior vena cava filter placed. Approximately ten months and twenty-three days later, computed tomography (CT) revealed that the inferior vena cava filter apex was angled posteriorly approximately 15-degrees, medially about 12-degrees. The apex contacted the posteromedial wall of the inferior vena cava, the tip might be penetrating through the wall posteriorly a millimeter. The filter tip was low, 42 mm below the left renal vein. All the struts penetrated the inferior vena cava wall about a millimeter. No organ penetration, strut fracture or bending was noted. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). However, the investigation is unconfirmed for filter tilt as medical record states that "the inferior vena cava filter apex was angled posteriorly approximately 15-degrees, medially about 12-degrees". Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 10/2020).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter tilted and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.